Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. A DHR could not be performed since no lot number was provided. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Based on the results of the investigation, no additional actions are required at this time. Correction: d,e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, during the day shift, the rn and they noted that the flow rate was about 0.9 l/min in an arctic sun device. They checked the connection and tubing for kinks. There was adequate water in the machine. That night, the flow rate continued to progress down to 0.1-0.2 l/min. The alarm rang. The staff tried to correct it themselves with the same measures. Being unable to do so, they contacted the help desk at the company. After working with them for several minutes and being unable to fix it, the tech told them to replace the mattress. The new mattress had an adequate flow rate. The tech told them to put the mattress aside for them, which they did, and they have it to return for credit per the tech. Please let them know what to do with it. Per follow up information received via mail on 01apr2025, product was returned to the company with the representative. They have not heard what the result of the examination of the product was. Gel pad was returned to the company, they no longer have the product. Required a change in mattress which was done in a time manner, minimal impact on patient care ¿ alarm sounded multiple times and mattress changed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6)2025, during the day shift, the rn and they noted that the flow rate was about 0.9 l/min in an arctic sun device. They checked the connection and tubing for kinks. There was adequate water in the machine. That night, the flow rate continued to progress down to 0.1-0.2 l/min. The alarm rang. The staff tried to correct it themselves with the same measures. Being unable to do so, they contacted the help desk at the company. After working with them for several minutes and being unable to fix it, the tech told them to replace the mattress. The new mattress had an adequate flow rate. The tech told them to put the mattress aside for them, which they did, and they have it to return for credit per the tech. Please let them know what to do with it.